Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an unspecified interventional procedure using a 6f sheath. Reportedly, the sutures of one proglide device were deployed successfully. When an attempt was made with another proglide device, the lever could not be closed completely and the foot was unable to be retracted after suture deployment. An attempt was made to remove the device with the foot open; however, the device was unable to be removed completely and a dissection occurred. Cut down surgery was performed to remove the device and a femoral patch was used to treat the dissection. A reported clinically significant delay in the procedure or therapy occurred. No additional information was provided.

Manufacturer narrative:
The device is not returning. It was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of dissection is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy/plaque or the suture which likely resulted in the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close could not be confirmed due to the condition of the device. The entrapment is based on case conditions and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effects of dissection is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the guide broke during advancement, causing the difficult to open or close, and the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - device returning status updated from no to yes. H6 - type of investigation: code 4115 removed.